Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml at 10 mg/day) via an implanted pump. The indication for pump use was unknown. On (B)(6) 2017 it was reported that a pump alarm was heard. A motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump logs showed motor stall occurred and the stall was active. The patient was admitted to the hospital and given IV (intravenous) medication. The pump was programmed to minimum rate mode and the patient was given a prescription for oral morphine until the pump could be replaced. The patient had no symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned with no information.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified a high battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: the explant date should be blank as it is unclear if the explant occurred. If information is provided in the future, a supplemental report will be issued.